Manufacturer narrative:
Evaluation summary: photos attached to the parent complaint were reviewed by the manufacturing site of the injector. Photos show what appears to be a scratch on the iol; however the photos cannot confirm the injector caused the scratch. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. All iol handpiece injectors are 100% inspected at the end of the manufacturing process to insure visual quality requirements, the thread engagement is acceptable, and the correct plunger height is present before release of the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product identifying information was not provided by the reporter. Complaint history and product history records were unable to be reviewed due to missing product data. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the lens was found to be scratched laterally. The surgeon thinks the plunger scratched the lens during implantation. Iol remains implanted with no reported harm to the patient. Additional information has been requested.